Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call insulin pump had motor error. The customer¿s blood glucose level was 13.5 mmol/l at the time of the incident. Customer stated that they were not able to rewind the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
No motor movement alarm during the rewind test due to moisture damage on the motor assembly. Unable to verify an error in the motor was detected by reading unexpected value from hall sensor alarm, motor error alarm and perform the self test, sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to no motor movement alarm.